Manufacturer narrative:
The evaluation results are still pending.

Event description:
A report was received from a user facility in (B)(4) stating that the knife was dull and produced irritation in the eye. A mark also appeared where the knife was used. During the surgery the mark disappeared a little. At the moment, the patient doesn't feel any discomfort.